Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to perform therapy, if it were needed. There were no reports of patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to perform therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party performed an initial evaluation of the customer's device and verified the reported issue. The customer was advised to replace the system pcb assembly and user interface pcb assembly as part of the new redux kit, however the customer's rejected the price quotation. The device was subsequently returned to the customer without repair. The cause of the reported issue could therefore not be determined. Device not evaluated by manufacturer.